Event description:
It was reported that during an open rectal resection, the 1st firing on the oral side was no problem. The 2nd firing on the anus side felt a little strange, but finished without any problems. Initially, the firing force became much higher than expected at the 3rd firing on the anus side and it felt unusually higher. Additional suture was performed to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/02/2025 d4: batch #597d12 additional information was requested, and the following was obtained: it seems that the firing force was higher than expected, but it could be fired eventually. However, it was quite hard, and the surgeon did it with all his strength by both hands while the assistant and the scopist supported the echelon. Since gold was chosen, the thickness was normal. -additional sutures were performed, but no malformed staples, bleeding, or tissue damage was observed due to this event, and there were no problems. It was performed during emergency surgery on the 3rd, and an interview was conducted on the 5th, it seems that there was also no problems on the patient. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with the anvil bent upwards and with a gst60d reload present. The cartridge reload was received fully fired with slight damage on the deck. No functional test was performed due the condition. The event reported was confirmed and it is related to improper use of the device and reload. It is possible that the device was clamped over a hard object and an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 597d12, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.